Event description:
Allegedly the modular neck broke after the pt fell.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event took place in another country. This is the same event as 1043534-2009-00261, 00262.